Event description:
Follow-up finding: additional event of right side capsular contracture

Event description:
Dr. Stated, "pt appears to have an unusual fold of the right breast and it is not clear to dr whether the implant is folded over, or rather there is a defect in the implant itself."